Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of communication issues was confirmed with the returned system controller (serial # (B)(6). The returned system controller was unable to establish communication with laboratory equipment. Electrical measurement confirmed an opened/severed condition with a specific underlying communication wire relating to the reported event. It was noted the location of the opened/severed area is underneath the white power strain relief near the connector end. The conductor breakdown appears to be related to wear and tear due to repetitive flexing during use. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. System controller (serial # pc-64356) was shipped to the customer on 29jun2016. Heartmate ii left ventricular assist device (lvas) instructions for use (IFU) rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported that the system monitor displayed an "not communicating" error message when the patient was connected. The site confirmed that it was not power module, patient cable or system monitor related as all equipment worked on different controllers. The site assumed there was an issue with the white cable of the patients controller. Damage was noted on the patient cable. The patient's controller was exchanged with no incident. No further information was reported.